Event description:
Biopsy channel on scope became clogged after first dose of hemospray. Attempt made to clean biopsy scope with brush and forceps. Catheter on hemospray was exchanged, but noted to still be clogged. A new hemospray was obtained.